Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced a device unrelated viral infection, which reportedly led to loudness fluctuations. The loudness fluctuations are likely related to physiological changes in the cochlea. Additionally, a non-permanent short circuit due to undetermined reasons might be present between an implant channel and the ground electrode, which might have also contributed to the reported loudness fluctuations. Currently the device remains implanted and in use, no further checks are considered at this point in time.

Event description:
The recipient reported that the loudness perception fluctuated with the device after a viral infection that was treated with antibiotics. These loudness fluctuations were not present prior to the infection. No accident or trauma was reported. There was no swelling or problems with retention of the audio processor reported. It was suggested by clinical support to turn off the affected channel and re-fit the user. If changes in loudness perception continue, re-implantation was suggested. No further steps are planned at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported that the loudness perception behaved unsteady with the device after a viral infection 5 weeks ago. No accident or trauma was reported. There was no swollen or problems with retention of the audio processor reported. It was suggested by clinical support to turn off one of the affected channels and re-fit the user. If changes in loudness perception continue, re-implantation is suggested. Implant check is considered.